Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, the air and water nozzles are clogged, and the draining function is reduced, nozzle clogged, bending angle insufficient due to the elongation of the angle wire, play of the angle knob out of the normal state due to the elongation of the angle wire, scratches on insertion tube, curved rubber scratches, curved rubber adhesive missing, curved rubber bond cracked, curved rubber adhesive part cloudy, and scratches found on switch 1 and 3. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an evis lucera elite gastrointestinal videoscope, for air and water nozzles clogged and draining function reduced. In additional, foreign material was found coming from the scope nozzle. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the reported event (foreign material / clogged nozzle) was due to device handling. However, a final root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.